Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient was complaining of fatigue. Patient was post atrioventricular node ablation. The clinic diagnosed intermittent capture and patient was brought to emergency room. In the hospital, it was found out that there was no loss of capture but oversensing on the right ventricular (rv) lead. Additional information obtained from the field representative indicates that there was pacing inhibition which lead to more than two seconds of asystole. The rv lead was reprogrammed to maximum outputs, was revised and repositioned. Rv lead remains in service. No additional adverse patient effects were reported.